Event description:
It was reported tha the implant on tooth location 36, fractured at the collar height. Noticed upon check up x-ray, this caused mobility of the crown and bone loss around the implant. Implant was removed, upon removal the irt instrument fractured, it was finally used a trephine to remove the implant. Pain and inflammation reported as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number: not available. G4: premarket identification: k101880.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmwb10, (imp, tsv, mcol mg, 4.7mm, 10m), for evaluation. Visual evaluation was performed; damage and a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 62247418. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62247418, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.